Manufacturer narrative:
Age at time of event: probably in his 70's or 80's. (B)(4).

Event description:
It was reported that the marker tip detached. A 6f, 45 cm, st, cc chariot guiding sheath had been placed to facilitate a superficial femoral artery (sfa) intervention. While trying to remove the sheath, the radiopaque tip marker fell off the tip and dislodged in the patient. The physician attempted to snare the tip, but was unsuccessful. The tip was not able to be retrieved. The procedure was completed with another sheath. In the physician's opinion, the patient's heavily calcified iliac arteries may have contributed to the detachment. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath. The markerband and tip were not returned for analysis. There was blood on the outside and inside the device. Microscopic examination revealed that there was a detachment 44.7cm from the hub. The separated end of the shaft was torn/damaged. The coil was stretched proximally 71cm and was protruding out of the shaft separation. There were scratches on the distal end of the shaft by the separation. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the marker tip detached. A 6f, 45 cm, st, cc chariot guiding sheath had been placed to facilitate a superficial femoral artery (sfa) intervention. While trying to remove the sheath, the radiopaque tip marker fell off the tip and dislodged in the patient. The physician attempted to snare the tip, but was unsuccessful. The tip was not able to be retrieved. The procedure was completed with another sheath. In the physician's opinion, the patient's heavily calcified iliac arteries may have contributed to the detachment. No patient complications were reported and the patient's status is fine.